Manufacturer narrative:
Date of event is estimated, additional leads potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124142. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead migrated. In turn, surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned to address the issue. The investigation did not determine which lead migrated.